Event description:
A report was received from a user facility in the USA stating the foot control was making a static type sound when the center pedal is depressed during wireless use. Additional info was received stating the foot control also had a grinding feel when depressed. The doctor felt the foot control was functioning properly and continued to use it for several cases. During one of these cases, a complication occurred which required an unplanned vitrectomy. The pt outcome was good. The doctor felt the complication may have been related to the foot control problems.

Manufacturer narrative:
The foot control was removed from the system and returned to bausch & lomb for further investigation. It was tested in both wired and wireless modes with a stellaris test system. An ultrasound handpiece was tuned and then the foot control was used in the sculpt mode. The ultrasound was run for 10 mins and the foot control pedal was moved up and down to try and duplicate the static sound. The static sound was not duplicated. The test was repeated again and the foot control continued to function normally. The internal components of the foot control were inspected and no problems were found. The foot control passed all tests and meets all MFR's requirements for operation. The cause of the reported problem could not be determined.